Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 57 year-old male with acute myocardial infarction and cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. After the implant, the pump would not start. The automated impella controller was replaced, which did not solve the issue. The medical staff removed the pump and implanted an intra-aortic balloon pump. The medical staff then noted that the pump was never started on auto mode. The pump setting was at zero and the staff did not know to manually adjust the level. The patient was then sent to the intensive care unit.

Manufacturer narrative:
The investigation into the pump did not start issue has been completed since the original report was submitted. The device was not returned for investigation. Per the data logs, optical signal issue was observed as well. The root cause of the pump not starting was due to use as clinical team did not select p-auto to start pump. The root cause of the optical signal issue could not be determined as the product was not returned for evaluation. In accordance with updated procedures, section d6 has been revised from the initial submission.